Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported cardiac arrhythmia could not conclusively be determined through this investigation. The controller event log file contained data spanning from on (B)(6) 2020 at 06:32:49 to on (B)(6) 2020 at 09:11:23, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The account communicated that the patient was in stable, yet tenuous condition after a ventricular fibrillation episode. The patient had been administered a 100mg bolus of lidocaine in response to the ventricular fibrillation, as well as propofol, and was successfully defibrillated. The patient was transferred to the intensive care unit where a lidocaine drip was administered. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in stable but tenuous condition following ventricular fibrillation arrest on the morning of (B)(6) 2020. Review of the log file did not show any unusual events. The patient was responded to in initial rhythm ventricular fibrillation (vf). 100mg lido bolus with vad flows stable at 5l, patient status post propofol and versed and successful defibrillation. The patient was transferred to intensive care unit (ICU) and lido drops started. The patient remains hospitalized in stable condition.